Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. A small baseline effusion was noted just before the procedure. The initial transeptal puncture (tsp) was performed using a steerable versacross connect, and the wds was advanced and deployed in the laa. After one recapture of the closure device, the closure device was released and implanted. Following release of the closure device, the physician noted a pericardial effusion. A pericardiocentesis was performed to treat the effusion. The patient was stabilized and discharged same day. There is no further information at this time.